Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Blank display not confirmed. P-cap/reservoir locked properly in place. Pump received with cracked belt clip rail case corner. Pump received with serial number label damaged/faded.

Event description:
Information received by medtronic indicated that the customer went in the shower with insulin pump and it fell and cracked at side of battery compartment. The insulin pump did not turn on after replacing the battery. Customer stated the battery compartment was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.